Event description:
At the time that the initial report of high lead impedance (dc-dc code 7) was received, this event was not considered MDR reportable. No action was planned by site at time of initial report. Investigation was re-opened upon receipt of notification that patient's device was explanted due to high lead impedance, indicating possible device malfunction. This event is now considered MDR reportable per manufacturer's current procedures due to the potential for loss of therapy if lead coil is broken. X-ray review by site in october 2000 did not reveal any obvious breaks in the lead. It was also reported at that time that the patient was still able to feel stimulation and that seizure frequency had remained constant. There was no increase in seizure frequency. It was reported that the patient's lead had been explanted due to high lead impedance. Attempts to obtain additional information have been unsuccessful to date.